Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p50j leaked into the bladder during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: liquid in expansion chamber the sample was evaluated by jfr lab. According to the report received on (B)(6) 2018, the defect is confirmed: there is leak trough the hydrophobic filter. Two retained samples were taking for evaluation. Visual inspection shows no defects. Hydrophobic filter leakage was performed according ph-302 (current version) and no leak was found. A device history record review found no non-conformance's associated with this issue during production of this batch. Investigation conclusion: the defect is confirmed in the sample evaluated by jfrl. However, it was no possible to duplicate it with the retained samples. DHR was reviewed as well and no qn's or other defects were found. No leak was found during manufacturing process.